Event description:
Pt called lfs in 2003 alleging their meter was reading inaccurately high. They reported symptoms of lightheadedness and feeling funny. They went to the hosp where their blood sugar was tested and released, no treatment was given. While troubleshooting with customer services it was discovered that some of their surestep test strips were discolored, the membrane was blue instead of white. The case is being reported as a strip malfunction because the meter did not cause or contribute to a serious injury.